Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a loss of connection and an adverse event. It was reported that on (B)(6) 2017 at around 5:00-6:00 pm, the patient experienced a loss of connection that made their continuous glucose monitor (cgm) miss a high alert. The patient started to experience diabetic ketoacidosis and started stumbling. The patient vomited 5-6 times. The patient's wife called the emergency medical technician (emt). The emt administered the patient saline and transported the patient to the hospital. The patient was in the hospital for about 6 hours then was transported to the intensive care unit (ICU) on (B)(6) 2017 at 2:00 am. The patient was administered 18 units of insulin in the ICU. At the time, the patient's glucose reading was at 723 mg/dl. The patient was transported from the ICU to dialysis and was discharged on (B)(6) 2017. At the time of contact, the patient was healthy. No additional patient or event information is available. Data provided for evaluation. The reported event of a loss of connection was confirmed. A root cause could not be determined.